Event description:
It was reported that the customer had low blood glucose levels of 41.4 mg/dl. The customer reported collapsing and was unresponsive. The daughter of the customer was with her at the time of the event and injected her with glucagon. The customer was not hospitalized. The customer reported no physical damage on the insulin pump but the drive support cap of the insulin pump was sticking out. It was reported that the insulin pump also had the silicone case on and the customer had not noticed it previously. The customer was advised that the case could cause over delivery of insulin. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.